Event description:
The customer reported the device cannot acquire ECG. There was no reported patient involvement.

Manufacturer narrative:
The processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor pca. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.